Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force and a "no cartridge detected" alarm. The pump was primed successfully and exercised with no alarms occurring.